Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that multiple minimum fill notifications occurred after filling cartridges with 300 units of insulin. Customer's blood glucose level was 149 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.